Event description:
It was reported that, "the patient underwent right hip revision surgery in 2009 due to a fractured locking ring and polyethylene wear." The patient required a subsequent revision surgery the following month, to remove the fractured locking ring."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.